Manufacturer narrative:
Review of device manufacturing record history could not be performed as no lot number information was supplied. The explanted device was not returned. Therefore, direct product analysis was not possible.

Event description:
It was reported a patient with pancreatic cancer underwent multiple surgeries and reinterventions on multiple dates. On or around (B)(6) 2016, a gore® viabahn® endoprosthesis was placed from midway through the unlined portion of a gore® viatorr® tips endoprosthesis, extending into the patient's portal vein. As reported, the reason for viabahn device placement is unknown as a different physician placed the viabahn device. On (B)(6) 2017, the viabahn device was removed along with two viatorr devices due to an infection. It is not known whether the devices were infected or if the patient was bacteremic. Following the removal of the devices, the explanting physician discovered a fistula from the portal vein to the bowel. As reported, this was the likely source of infection. The fistula was closed with an amplatzer plug. The physician stated he does not believe the gore devices were the source of infection. Patient condition is unknown at this time.

Manufacturer narrative:
UDI number for lot #15533449 is (B)(4). UDI number for lot #15737829 is (B)(4). Lot #15737829 was also provided as a possible match during our investigation. However, sizing of our products indicates lot #15533449 was more likely used in this event. Correct date for date gore aware in the initial manufacturer report is (B)(6) 2017. It was erroneously reported as (B)(6) 2017 for this event. Review of device manufacturing and sterilization record history confirmed device met pre-release specifications.